Manufacturer narrative:
A review of the device history records found no manufacturing, processing or design related irregularities. The peek cage was found to be properly manufactured and released in accordance with the device master record. Visual inspection found the implant had fractured and broke into 4 separate sections. The breakage appears to have started at the side ID threads where the inserter instrument attaches to the implant. Based on both the report and the visual evidence, it appears the failure was likely caused by an inappropriate sized implant to disk space. Alphatec provides trials with each instrument set to determine the correct size implant. The height of the implant is measured at the center of the bi-convex implant, and is inclusive of the teeth. The corresponding trial is sized to match the implant with the teeth. The novel spinal spacer system is an intervertebral body fusion device that can also be used as a vertebral replacement device. The implants are a spinal fixation system consisting of various cylindrical shapes (footprints) of varying lengths, widths and heights to accommodate individual patient pathology. System implants are manufactured of surgical grade titanium alloy (astm f-136) or polyetheretherketone, peek (astm f-2026). A radiographic marker made of titanium (astm f-136) or tantalum (astm f-560) facilitates visualization. The novel spinal system must be used with a supplemental spinal fixation system.

Event description:
During a tilf of the l5/s a novel peek cage broke while inserting. Because the interbody of the patient was narrow, the surgeon hit the cage with the hammer a few times and found the cage had broken into the pieces. The incident caused one hour delay of the case. The surgeon could not recover all the pieces of the broken cage, so some fragments remain within the patient.